Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper molding defect was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by visual examination and the issue of stopper molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the caps on bd vacutainer® sst¿ ii advance plus blood collection tubes were damaged. The following information was provided by the initial reporter, translated from german to english: raubling location with partially crumbling plugs on tubes.

Event description:
It was reported that the caps on bd vacutainer® sst¿ ii advance plus blood collection tubes were damaged. The following information was provided by the initial reporter, translated from german to english: raubling location with partially crumbling plugs on tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.